Manufacturer narrative:
The device was received for evaluation. During functional testing, a constant/ false upstream occlusion alarm was not reproduced. The upstream occlusion alarms were verified through a review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant/ false upstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.